Event description:
It was reported by a clinical study database that a 80 year old male patient had pain and felt a pop in the right leg. This patient had a hip implant on (B)(6) 2008. Patient was evaluated several times for ongoing pain in leg after fixing a car and hearing a pop. X-rays were negative. Final diagnosis on 9/27/2016 showed psoas tendonopathy (inflammation and/or partial tearing of the psoas tendon), and tendonitis and bursitis. The case report form indicates this event is related to devices and procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2008. Revision of hip components due to pain and a pop in the right leg.